Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) to unipolar configuration. It was noted that the device was placed in a sub-pectoral position and the physician suspected outer insulation damage due to the lead rubbing on the ribs. The lead configuration was left programmed to unipolar and monitoring will be continued. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.